Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted there was a piece of a broken reload adapter stuck in the tip of the adapter. There was also a picture received of a reload with a broken adapter. It was reported that the device detected an excessive load, the device was difficult to unload, and the device did not enter firing mode. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, it was reported that the device was not able to enter firing mode and surgeon heard a cracking noise. There was also an error message displayed when it was inside the abdomen was the excess force warning. Once taken out of the abdomen the error code shows yellow caution sign for the stapler reload section. Stapler was removed however, surgeon could not remove the reload from the adapter. Surgeon replaced the adapter and reload to resolve the issue. No patient injury.